Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. Customer's father stated that son was getting high readings of 300's mg/dl so he did a set change and got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 308 mg/dl. After troubleshoot, the insulin pump was working fine. Advised the customer the quickset and reservoir would be replaced. No further information provided.